Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. However, insulin pump received with intermittent button response due to flattened act button dome switch (creased). No unlocked j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer's blood glucose level was 8.7 mmol/l. The customer reported that alarms come exactly when 100 units are left in reservoir. The customer reported that the insulin pump passed the displacement test and self test. The customer reported that they did not trust the insulin pump. The insulin pump will be returned for analysis.